Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference#: 3006705815-2019-01872. It was reported the patient is experiencing uncomfortable stimulation in her rib cage and her chest is tight. It was stated the system was initially implanted to for the patient's thoracic pain. However, the patient reports pain in her lower back and legs as well. As such, the patient will undergo surgical intervention to address the issues.

Event description:
Related manufacturer reference#: 3006705815-2019-01872. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2019 where the existing leads were repositioned. The patient has effective therapy and the issue is resolved.

Event description:
Related manufacturer reference#: 3006705815-2019-01871.